Event description:
Spontaneous call from patient today stating pump 924929 making an abnormal sound like a motor boat. Patient also stated he started to feel drowsy and appeared pump was infusing faster than it should. He switched to back up pump and after 30 minutes, felt fine. Pump was infuse when fault occurred. No lapse in infusion due to malfunction. Sending replacement pump and patient will return malfunctioning pump. Patient does have back up pump and successfully continued their infusion. Infusion is life-sustaining. Outcome - resolved. Reported to (B)(6) by pt/caregiver.